Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. Section e3: occupation: unknown/ not provided the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was stuck in plunger upon ejecting the lens and the haptic broke. The lens was inserted and removed during the same procedure from the patients left eye. Incision was enlarged. No sutures and vitrectomy was not required. Daily activities were not significantly affected. There was a delay in procedure. Medication was prescribed. Directions for use were followed. Patient status was temporarily impaired. No further information is provided.